Manufacturer narrative:
Eval summary: operative notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. Compatibility of components could not be reviewed due to lack of product info. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that pt underwent a tibial revision for unk reasons.